Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2008. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; rect pain; thi pain; oth pain; off vag dis; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych. Nonsurgical treatments: the patient was treated with pain medication: unknown for the treatment of: trying to rectify problem. Treatment duration: 3 visits. The patient was treated with incontinence medication: unknown for the treatment of: fix problem. Treatment duration: unknown. On (B)(6) 2007 the patient commenced psychological medication: zoloft, mental problems. Treatment duration: still ongoing. On (B)(6) 2008 the patient commenced other medication (please specify): as above for the treatment of: ongoing. Treatment duration: ongoing. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: bladder. Treatment duration: ongoing. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): as indicated for the treatment of: as indicated. Treatment duration: as indicated. The patient was treated with other medication (please specify): as above for the treatment of: as indicated. Treatment duration: ongoing.